Event description:
Screw broke during insertion. Entire screw was removed. It was confirmed no starter or tap was used prior to inserting the screw.

Manufacturer narrative:
Device was returned for eval. Improper use caused this event. (B) (4).